Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
It is reported that during hip surgery, the impactor head threads broke off into the jig, and the impactor fell on the floor. The broken instrument had no effect on the patient or the rest of the procedure there were no complications or delays reported. No fragments needed to be retrieved from the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. As returned the instrument is fractured below threaded portion, flush with step. The threaded portion of the impaction head was fractured off at the step. Dents, scratches, and scuffs were visible on the strike surface of the impaction head indicating previous effective use. The instrument was conforming to print where measured. The impaction head had a potential field age of approximately 7.5 years at the time of the reported incident. DHR was reviewed and no discrepancies were found. This event was found to be consistent with a previously addressed design issue. The part related to this complaint was manufactured before the corrective action was implemented. The most likely probable cause of the fracture is off-axis impaction and repeated impact loading on the strike surface while it is not fully tightened to the targeting guide, or allowed to come loose during impaction. Also, it should be noted that the instrument was in use approximately 7.5 years combined with the witness marks and scuffs on the device which show that the device has been extensively used; therefore, this suggests that normal wear and tear from use could have been a contributing factor. Investigation results concluded that the reported event was due to off-axis impaction and repeated impact loading on the strike surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.